Manufacturer narrative:
(B)(4)

Event description:
It was reported ems was using the driver in the field. The driver failed during insertion. The crew was able to manually finish the procedure without affecting pt care. When the driver lost power there was approximately a two minute delay for the io to be manually placed the rest of the way into the pt. It was noted a family member was present and witnessed this event and is filing a formal complaint regarding the event. The captain believes they have had the driver for at least five years stored in a hard "pelican" case, although some are stored in the yellow pack. Additional info from news report states the pt was in cardiac arrest and her husband performed CPR until paramedic arrived on the scene. Per the city of san diego medical director stated in spite of the two minute delay it would not have saved the pt.

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and the driver appeared to have no signs of cosmetic or physical anomalies and a review of manufacturing records did not yield any relevant findings. The device was subjected to functional evaluations including: rpm evaluation, sawbone insertion, and force to bog down test. The device demonstrated sufficient power to perform medium and hard bone insertions. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone." The reported complaint could not be confirmed. However, the potential root cause is operational context, as proper technique is required when using the device. No further action will be taken.